Manufacturer narrative:
Device evaluated by MFR: the hypotube separation was 41cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the left circumflex (lcx) artery. The physician implanted a 3.0x32mm promus element plus stent in the target lesion. A 3.25x15mm quantum maverick balloon catheter was advanced into the lcx and a second 3.25x15mm quantum maverick balloon catheter was advanced into the obtuse marginal. The physician noted some tightness between the balloon and an unknown guide catheter. The physician tried to push and pull the balloon catheter but was unable to advance any further, therefore he removed everything. Upon removal it was noted that the 3.5x15mm balloon shaft was fractured. The procedure was completed with another of the same device. No complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The lesion being treated was located in the left circumflex (lcx) artery. The physician implanted a 3.0x32mm promus element plus stent in the target lesion. A 3.25x15mm quantum maverick balloon catheter was advanced into the lcx and a second 3.25x15mm quantum maverick balloon catheter was advanced into the obtuse marginal. The physician noted some tightness between the balloon and an unknown guide catheter. The physician tried to push and pull the balloon catheter but was unable to advance any further, therefore he removed everything. Upon removal it was noted that the 3.5x15mm balloon shaft was fractured. The procedure was completed with another of the same device. No complications were reported and the patient's status is ok.